Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the ccd. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured before use. There was no report of patient harm. This is the new installation at (B)(6) 2020. Ccd blackout.